Event description:
The tech alleged the intellidrive runs in reverse when the handles are pushed forward. No patient impact.

Manufacturer narrative:
The technician found the junction board for the intellidrive was not secure causing the junction board to contact the mounting plate engaging the intellidrive into reverse when driven. The tech reattached the loose standoffs that secure the junction board to the mounting plate on the intellidrive to resolve the issue.